Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the stapler was used for the pulmonary vein, the device was able to fire, there was leakage. There was blood loss of 500 cc or more due to the product problem. A fibrin sealant patch from competitor was used to stop the bleeding. The procedure was extended by one and a half hours.